Event description:
The customer reported via phone call that the buttons on the insulin pump are unresponsive. The customer stated she might have gotten sweat on the insulin pump as she wears it in her bra. Blood glucose value was 305 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. No moisture damage was noted on the device. The device had minor scratches on the display window, cracked case at the display corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.